Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported damaged cassette with the heater line detached. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was noted that the heater line got detached from the cassette with scuff marks on the tubing and solvent on the line and cassette port. Upon conclusion of the evaluation, the cause was determined to be manufacturing issue - insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line was not attached to the cassette. No damage was found to the packaging and no sharp objects were used to open the packaging. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.